Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Event description:
The patient reported that she experienced a blood glucose of 480mg/dl with increased thirst and not feeling well. The patient received a call service alarm on the pump and she did not reboot the pump. Customer support had the patient disconnect from the site, reboot the pump, change out tubing and the pump is working. This report is being made due to the patient's alleged hyperglycemic event while on insulin pump therapy.